Event description:
Following implantation of the 20mm asd device, the physician was viewing the fluoro from the tee probe and noticed that the device had embolized to the left atrium. The device was surgically removed with no pt complications.